Event description:
After iab for 18 hrs, the iab leaked. The iab was removed and no second was inserted. Event complications: unk - rpt'd 9/4/97; none - rpt'd 10/3/97. Pt current status: stable - rpt'd 9/4, 10/3/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.